Event description:
It was reported that a pump was accidentally locked by the customer. The customer's blood glucose (bg) level displayed as "high," but the specific value was unknown. Technical support assisted the caller in unlocking the pump. The customer successfully resumed insulin therapy and delivered a bolus to address their elevated bg.